Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2016-01614, 3005168196-2016-01616. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing three ruby coils through three different non-penumbra microcatheters, the physician encountered resistance as soon as the coils were completely inside the microcatheters. Subsequently, two of the three coils unintentionally detached within the microcatheter and the physician removed both microcatheters with the detached coils inside. The third ruby coil was removed intact; however, once the physician touched the coil portion while outside of the patient's body, it unintentionally detached from its pusher assembly. The physician then completed the procedure using a fourth non-penumbra microcatheter, non-penumbra coils and two new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did flush the microcatheters between each coil during the procedure. There was no report of an adverse effect to the patient.